Event description:
It was reported that the customer had a reservoir which was leaking from the plunger rod. Her blood glucose was 147mg/dl at the time of reporting. She was advised that the reservoir would have to be replaced. The reservoir was returned for analysis. No additional information was reported.

Manufacturer narrative:
Inspected one opened and used reservoir performed pre-fill reservoir test per specifications. Transfer guard and reservoir passed per inspection due to found no leakage anomaly during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.